Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) removed and replaced with a spectra penile prosthesis (spp) on (B)(6) 2018 due to the patient having weakened hand strength over the last year and was unable to pump his previous device. The physician stated that the old implant was "in working order" before he removed it. No patient complications were reported in relation to this event.

Manufacturer narrative:
Coding changed on this supplemental report. Device not returned for evaluation.

Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) removed and replaced with a spectra penile prosthesis (spp) on (B)(6) 2018 due to the patient having weakened hand strength over the last year and was unable to pump his previous device. The physician stated that the old implant was "in working order" before he removed it. No patient complications were reported in relation to this event.